Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reports: 2007--the patient underwent a hernia repair procedure with implant of two composix kugel mesh patch. At about nine days prior, the patient underwent a CT scan, revealing a loop of bowel in the hernia. Approximately 71 days later, the patient underwent abdominal wound exploration and abdominal wall reconstruction due to a large abdominal abscess from the mesh patch. The ck mesh was removed and a permacol mesh was implanted. At two months later, the patient underwent surgery due to complications from the original mesh patch, wound revision and a wound vac placement. About two weeks post abdominal wall reconstruction, a CT scan was performed, which noted a seroma or abscess was present. About five months post-surgery, the patient was admitted with a chronic wound mesh infection with open and draining wound. At approx one month later, the patient underwent surgery for a recurrent hernia, entercutaneous fistulaes, component separation and lysis of adhesions. In 2008--the patient underwent surgery for wound dehiscence, debridement and replacement of wound vac. About one month post-procedure, the patient was admitted with dehydration and large non-healing abdominal wound. At approximately three weeks later, the patient underwent surgery for debridement of large non-healing wound. The patient continued to experience abdominal pain and discomfort.